Event description:
With free-flowing normal saline infusing attached mitomycin medication with spiro cap to lowest port of ns tubing. Mitomycin had resistance when attempting to give IV push. Also, ns would backflow into the syringe if any pressure at all stopped on syringe. IV site with good blood return, ns flowed freely. Resistance only with the mitomycin syringe at the spiros cap. The spiros cap was able to spin.